Event description:
It was reported that the device failed to shock a patient in ventricular fibrillation. The customer was able to deliver one shock in AED mode (unknown joules). The customer then switched to manual mode; however the joule setting was not available to them and they could not shock. The device then went all the way down to 2 joules on its own; however it still would not shock. Care of the patient was continued with a different defibrillator. The delay between the failure on the initial device and the continuation of care with the second device is unknown. Additional information regarding the continued care and the outcome of the patient is unknown.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause of the failure was due to a collapsed dome under the down arrow of the energy select button on the main keypad assembly. The energy select button, down arrow would intermittently activate without being pressed and when the shock button was pressed it would also activate the energy select button, down arrow. This would block attempts to transfer energy. The device would charge; however would only intermittently deliver energy due to the collapsed dome under the energy select button, down arrow. The main keypad assembly will be replaced and the device will be returned to the customer after proper device operation is observed through functional and performance testing.

Event description:
Additional information received from the customer indicated that the patient did not survive the event.

Manufacturer narrative:
A clinical review of the reported event indicated that the device use may have contributed to the outcome of the patient.